Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts). The fcr reported that a red screen associated with a bd error code was displayed on the programmer screen during device interrogation. Ts explained that this is likely an unintended bd (battery depletion). This could be the result of an extended telemetry session (greater than 30 minutes) or multiple magnet applications (totaling greater than 30 minutes). The patient reported having a catheterization procedure but has not had the device checked recently. Ts requested that data via an sd card be uploaded to confirm that the bs error was unintended. Data analysis was reviewed by internal engineers who stated that due to overwritten information, the true cause of the bd error is unknown and unable to be determined. Based on other information contained within the data memory, it is however unlikely, that the error was of a true nature. To date, the battery has illustrated a recovery status. No system changes recommended.